Event description:
It was reported that a patient underwent a duodenal adenoma procedure on (B)(6) 2012 and a reservoir was attached to a drain. The drain functioned properly upon first activation. On (B)(6) 2012, the nurse found the anti-reflux valve had detached and fell into the reservoir. On the same day, the drain was removed from the patient's body. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The valve is detached from the port, its slit is closed and yellowish. The material looks deteriorated. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch (B)(4), mfg date: 08/01/2011, exp date: 08/31/2016. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.